Event description:
Customer reported that pump battery depleted too quickly, but it did not lead to pump shutdown. There was no adverse impact to the customer's blood glucose level. Customer, who does not use t: connect mobile app, was instructed by technical support to allow battery to fully deplete before returning the pump for replacement. Customer agreed to return pump with pre-paid label and will use an alternate insulin delivery method during this period.